Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous vessel. A 3.25 mm x 8 mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 5mm longitudinal tear starting at the proximal balloon cone. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous vessel. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.